Manufacturer narrative:
Patient age and weight were unavailable from the facility. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead extraction procedure commenced. The patient presented with a cardiac resynchronization therapy pacemaker (crt-p) system infection. The leads had been implanted 14 years prior. The right ventricular (rv) lead was passive, the right atrial (ra) lead active, left ventricular (lv) lead quick site, under advisory for externalisation. Ra lead had dropped back into atrium on x-ray. CT scan and 3d echo revealed leads were relatively free, but positioned close to ruperior vena cava (svc) wall. A spectranetics lead locking device (lld) ez was placed in rv and ra leads for traction. Lv lead had suffered collapse and it was not possible to stabilize with either lld or 0.014 stylet. A spectranetics 14fr glide light laser sheath was initially used to extract the leads. Severe adhesions experienced in the innominate vein made it necessary to change between ra and rv leads to advance the extraction sheath. Calcification necessitated use of a spectranetics 13fr tight rail rotating dilator sheath to advance further. Lv lead became lodged in svc and was finally extracted using tight rail and very gentle traction. Extraction was successful and all leads were removed. After the procedure, late onset of pericardial effusion was experienced by the patient indicated by severe and fast onset loss of blood pressure. Effusion began in the mid portion of the ra. Pericardiocentesis was performed and patient is now stable.